Manufacturer narrative:
The previous controller exchange due to backup battery fault was reported under MFR:# 2916596-2021-00399. Manufactures investigation conclusion: the reported event of a backup battery fault was not confirmed. There was no log file submitted for review. The hm3 system controller was not returned for evaluation. Per provided information, the controller was exchanged. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent a system controller exchange on (B)(6) 2020. Additional information was requested but not provided.